Manufacturer narrative:
Device lot number, or serial number, unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site has a stripped screw for their tracker.

Manufacturer narrative:
Additional information: updated the initial reporter first and last name. If information is provided in the future, a supplemental report will be issued.